Event description:
It was reported that the patient had presented to the emergency room after experiencing syncopal episodes. Interrogation revealed a loss of capture and sensing on the right ventricular lead. Noise and high impedance were observed as well. The lead was capped and replaced on (B)(6) 2015. The patient was noted to be in good condition following the procedure.

Manufacturer narrative:
(B)(4).